Event description:
Device in use & operating correctly. Staff reported exhaled tidal volumes in excess of set volumes. Vent removed from service. Vent tested 7/11/94, tidal volumes 50% above switch setting. Peak flows measured at 30% - 75% above switch setting. Replaced defective purge valve. Performed calibration tests to verify correct operation. Ran vent 24 hrs. To burn-in. Full operational verification. Returned to service 7/14/94.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-94. Service provided by: independent factory trained/authorized service organization. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.